Event description:
It was reported the patient presented for generator change out procedure. During procedure, the pacemaker exhibited high pacing impedance and a coil wire was identified in the pacemaker's header. The physician elected to complete the procedure with a different pacemaker. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of contamination was not confirmed. The reported event of high pacing impedance was confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Visual inspection found the right ventricular contact spring missing from the device upon receipt due to having been dislodged and causing the high pacing impedance noted in the field. The cause of dislodged contact spring cannot be determined. The missing contact spring was replaced, and further analysis performed found no anomaly contributing to reported event of high pacing impedance.